Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider change your cartridge every 48¿72 hours as recommended by your healthcare provider. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using supplies beyond recommended labeling and using cold insulin. Tandem technical support educated the customer on proper insulin/cartridge labeling. Customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 220 mg/dl.